Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: h3 h6: part: 05.000.008. Synthes lot: 004534. Supplier lot: n/a. Release to warehouse date: 20 july 2009. Expiration date: n/a. Supplier: triangle manufacturing. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on an unknown date, the item needs repaired. The repair technician reported forward function test intermittent, reverse did not run and cracked contact plate, discolored wire, debris on barriers. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a handle battery powered driver needed to be repaired. It is unknown when the issue was observed. Upon manufacturer investigation it was determined that forward function test was intermittent, reverse did not run and cracked contact plate, discolored wire, debris on barriers. This report is for a handle battery powered driver.